Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced stimulation when paced in the lv. Therefore, the physician had programmed the lead off. Later, surgical intervention was performed and this lead was extracted and replaced. No further complications have been reported. This product is not expected to be returned.